Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure when the physician shape the subject guidewire and attempted to insert the subject guidewire into the introducer, the tip of the subject guidewire rubbed and the coating on the subject guidewire peeled off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, flush was given inside the microcatheter at the time the guidewire was inserted, the guidewire was shaped, the introducer was used to load the guidewire, and it unknown whether a backloading technique was used. While there are a number of potential causes for the reported issue of hydrophilic coating peeling, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during a neurovascular procedure when the physician shape the subject guidewire and attempted to insert the subject guidewire into the introducer, the tip of the subject guidewire rubbed and the coating on the subject guidewire peeled off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.